Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer fell on his bike and lcd screen broke. The customer is unable to read the screen. The blood sugar is 132 mg/dl. The insulin pump is returning,

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.